Event description:
The instrument running creatinines produced erroneous results. The tech running the tests noticed the discrepancies and stopped running specimens to investigate. All specimens reported incorrectly were repeated which resulted in 18 corrected reports.